Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced discomfort at the ipg pocket site while sitting. The patient stated the discomfort occurred whether stimulation was turned on or turned off. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the ipg pocket site was moved to a different location. It was noted during the procedure, 2 model 3383 extensions were also added. The patient reported effective therapy postoperative.